Event description:
Complainant alleged that the clinicians were attempting to apply electrodes to a pt in preparation for an ep study, but the electrodes failed to adhere to the pt's skin. The clincians then obtained another set of electrodes and continued pt preparation. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.